Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Excessive fluid ingress was apparent inside the endoscope connector. This had triggered the pink moisture indicator in the plug body. Fluid ingress, which potentially results from user handling, can result in intermittent image issues that temporarily affect the video image, and other electrical functionality. Additionally, the following faults were also noted; the light cover glasses were chipped, the adhesive around the light cover class was worn, leaking was coming from the distal end adhesive, the colored ring was worn on the aspiration housing and air/water housing, excessive fluid was found in the scope connector, and error code for image condition was observed, the up/down angles were out of specification, the up/down angle play was evident, and finally, the device had failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope produced an error code for the following: scope connection not detected. There was no patient involvement. During the evaluation of the device, the error code e315 for an unsupported endoscope was discovered. This medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the connector while the user was handling the device which led to abnormality of electrical parts. As a result, an error message was displayed. It is recommended that the user facility review the method of device handling in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.